Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported about a customer who was unable to test her blood glucose because her adc freestyle libre reader would not power on with button press. It was further reported that the customer was in "hyper" and she "drank a lot" after which she didn't feel well and subsequently lost consciousness. Customer was reportedly re-sugared with glucose and was seen at the hospital where she was diagnosed with hyperglycemia and treated with unspecified units of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. Performed visual inspection on the returned reader; no issues were observed. The reader powered on with button depression after charging and did not observe any button issues. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint, and there was no indication that the product did not meet specification. The DHR for the fs libre reader was reviewed, and the DHR showed the libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
A nurse reported about a customer who was unable to test her blood glucose because her adc freestyle libre reader would not power on with button press. It was further reported that the customer was in "hyper" and she "drank a lot" after which she didn't feel well and subsequently lost consciousness. Customer was reportedly re-sugared with glucose and was seen at the hospital where she was diagnosed with hyperglycemia and treated with unspecified units of insulin. There was no report of death or permanent injury associated with this event.